Event description:
Customer reported when spiking the IV bag the injection port began to leak. No prior needle stick to port. Based on this information, the customer feels the problem is with the spike on the set. No patient involvement has been reported at this time. Samples are available for evalation.